Event description:
The lesion was pre-dilated. An angioguard was chosen for the procedure, but it was unable to track to the lesion. Additionally, the initial precise stent that was going to be used prematurely deployed when it was taken out of the package. Another angioguard was used and a precise stent was implanted. There was no pt injury reported. The pt was discharged the next day. The pt was enrolled in (B)(6) 2009 with a 60% lesion in the right carotid artery. The lesion was 25mm in length and was ulcerated and moderately calcified. The vessel was 5mm in diameter and moderately tortuous.

Manufacturer narrative:
While being removed from the package it was reported that the stent pre-maturely deployed. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. With the limited amount of info available and without the return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.